Event description:
Patient reported receiving frequent e-4 (occlusion) error messages on the pump. She changed the infusion sets, cannula, and cartridge several times without success. Patient stated due to the occlusions her blood glucose level became elevated and she collapsed on her front garden. No blood glucose readings were provided. Patient stated she was driven to the hospital where she was admitted for 5 days with ketoacidosis and treated with a saline drip and insulin via injections. Patient no longer uses pump. Requested return of the alleged pump for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.